Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired and paused a few times. When the stapler instrument was unclamped, an unspecified amount of bleeding was observed. The sureform 60 stapler instrument appeared to fire as expected by the user; however, formed staples were only found at the beginning and at the end of the staple line. The caller described the middle section of staple line as appearing "frayed." The caller stated that the stomach was open at this time and the surgeon then had to manually suture the opening closed. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: during the surgical procedure, on the fourth fire, the surgeon installed a blue sureform 60 reload with applied buttress material manufactured by ethicon on a sureform 60 stapler instrument. The staple fire stopped at 15-17 mm. There was no pause for compression. The surgeon replaced the stapler with a reinforced green sureform60 reload, and the staple fire stopped at 15-20 mm, indicating that the tissue was too thick. Then the surgeon used a green sureform 60 reload without the reinforcement. The surgeon stated that the stapler fired for about 30-40mm. The stapler was fully clamped and fired for about 30-40 mm. However, the staples were not implanted in the tissue. It was slightly challenging to unclamp the stapler. He pulled it out with a little bit of force. When unclamped, it was noticed that the sleeve side of the stomach tissue was intact to the crotch of the instrument, the stomach side of the staple fire was dehisced, and there was a gaping hole. The distal portion of the entire staple line was partially fired and not on tissue. The surgeon then had to oversew to repair the incomplete staple line. He then switched to a backup sureform60 stapler instrument and completed with a green and white sureform60 reloads without the ethicon buttress material. The procedure was completed with no further issues. Post-operatively, the patient had mild epigastric pain, and the surgeon confirmed it was unrelated to the stapling issue. The surgeon speculated that the initial couple of fires with the reinforcement and stapling buttress over buttress could have contributed to the reported issue.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. The site returned two green sureform 60 reloads and a sureform 60 stapler instrument. Isi received one green sureform 60 reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and based on in-house observation. The root cause of an exposed reload component is typically attributed to the user. The reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. The root cause of this failure is attributed to the user. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to a component failure. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. The reload was found to have a lodged malformed staple at the location of the exposed component. The reload was evaluated by an isi advanced failure analysis (afa) engineer. Per the afa engineer, a visual inspection of reload confirms damage to the knife-edge, cartridge, and pushers. Damage to the knife edge and cartridge knife slot is attributed to a staple being lodged in front of the knife, which suggests the user fired across a staple line. The distal end of the cartridge also exhibits various indentation marks between pushers, which suggest objects (possibly staples) being pushed along the top surface of the cartridge towards the end of the firing. Damage to pushers is also localized at the distal end pushers only, and the pusher damage is correlated nearly 1:1 with the cartridge indentations between pushers, suggesting that the same action of objects being pushed forward during firing may have also caused the pusher damage. Isi received a second green sureform 60 reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and based on in-house observation. The root cause of an exposed reload component is typically attributed to the user. The reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component and at the proximal end of the reload. There was no material missing from the reload. The cartridge damages are still intact to the reload. The root cause of this failure is attributed to the user. The reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. Isi received the sureform 60 stapler instrument associated with this complaint and completed investigations. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The root cause is not determinable. The instrument was found to have hi drivetrain friction failures during in-house testing, likely due to a lodged staple in the I-beam window. The stapler was placed on the in-house system and failed calibration a 30%. The stapler failed initialization during multiple attempts when placed on the in-house system. Upon inspection, the I-beam was manually driven out and was found with a lodged staple in the I-beam indicator window, likely causing the high friction failures during initialization. The staple was successfully removed from the I-beam window, then the stapler was retested. The instrument initialized, clamped, fired, and unclamped without any issues. The root cause of a lodged component is attributed to a component failure. A system log review was conducted and the following was noted: the sureform 60 stapler instrument (part #480460-09; lot #t90220322-0029) had 7 firing events and 5 uses left. The logs show that the first 2 firing events were with green reloads and fully completed. The 3rd completed firing event was with a blue reload. After this, the 4th 5th and 6th firing events were with a blue, a green and then a blue reload. All these firing events were incomplete with error message ¿tissue too thick to continue.¿ the 7th firing event was with a green sureform 60 reload and failed with error message incomplete (hi torque). It was noted that all these 4 failed firing events had completion percentage of 99.999%. Also, noted from the logs was that this instrument triggered a 22030 error stating, ¿a stapler, sureform 60 failed in its operation on usm1." A sureform 60 stapler instrument (serial #2203220029; lot #l92310924-0189) had 2 completed firing events with a blue sureform 60 reload and a white sureform 60 reload respectively with no issues. The completion percentage was 100%. A review of an image provided by the customer was performed by an isi clinical development engineer (cde). Per the cde, the images show malformed staples attached to the tissue and bleeding along the stomach side of the stapler fire. With these images and information provided, it is unclear if the buttressing/reinforcement material is within the reload's recommended tissue thickness range. As the surgeon speculates, the buttress could have contributed to the reported issue. Also, ethicon¿s staple line reinforcement accessory has not been validated for use with sureform products. Additionally, the user manual recommends, inspecting and removing any loose staples, between instrument jaws and from the surrounding target tissue before and after stapling; this can prevent firing over an obstruction that may result in incomplete cutting and, or improperly formed staples. The user manual recommends the use of the manual release knob to remove the jaws from tissue if the stapler cannot be robotically released from tissue. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon had to oversew an incomplete staple line after a green sureform 60 reload was fired with a sureform 60 stapler instrument. The cause of the intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.